Event description:
Implantable cardioverter defibrillator (ICD) was explanted after 54.6 months for a product performance issue. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.